Event description:
Customer called to report the insulin pump alarmed after he came out of the shower. Blood glucose reading was 117 mg/dl. The customer inserted a new battery into the insulin pump but the screen remained blank. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump gave an unexpected full segment display after battery installation due to faulty connector at interface board. No blank display anomaly was noted. The insulin pump history could not be verified due to full segment display. The insulin pump was received with minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).